Event description:
It was reported that a revision surgery of the patient l3-4 psf was planned for due to adjacent segment disease by means of a l4 ¿ s1 tlif and replacement l3-4 psf. The tlif was completed at the l5 - s1 without incident. The existing hardware was from the l3-4 was removed, and the pedicles were then tapped 60mm using a dual lead followed by the screw placement which occurred without incident with the exception of the right l4 pedicle. At the right l4, the screw driver tip broke off inside the patient at the bone screw interface. A corrective technique called ¿rod helicopter¿ removal was employed utilizing a short rod placed into the tip which was placed at the set screw and torque with 80in-lbs followed by a countertorque to remove the screw ¿ rod construct. The technique proved to be successful, and another dual lead tap was inserted to the 60mm depth. The physician inserted a new screw and another screw driver tip broke off into the patient in the same manner. The rod helicopter removal was attempted unsuccessfully, followed by an attempt to re-try after final tightening of the set screw at 100in-lbs which did not work. It was decided to attempt cutting the screw at the bone surface with a carbide cutting burr. After approximately 30 seconds of burring, the countertorque method was finally was able to remove the screw ¿ rod construct. Another dual lead tap was placed and another screw inserted without incident. The rods and set screws were placed and the final tightening performed with approximately 30 minutes of delay due to the reported events. The surgeon acknowledged that the screw driver may have not been fully seated during the incidents of failed insertion.

Manufacturer narrative:
Visual inspection of the returned si polyaxial screw 7x55mm noted that the broken tip of the screwdriver was stuck in the hex feature of the polyaxial screw. No other anomalies were identified. A review of the device history record for the si polyaxial screw 7x55mm found no discrepancies during the manufacturing of the product. No issues were identified during the manufacturing and release of this product that could have been contributed to the problem reported by the customer. The product was released accompanying all quality requirements. A 12-month review of the complaint trend analysis for the si polyaxial screw 7x55mm is not needed as the poly screw is a concomitant device that did not cause or contribute to the reported event. No corrective action/preventive action is required as there has been no issue identified in the manufacturing or release of this device, and there have been no systematic trends. Therefore, this complaint will be closed with no further action required.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted upon completion of the investigation. The incidents in this report are associated with the devices reported in MFR report #s 1526439-2013-35611, 1526439-2013-35615, and 1526439-2013-35616.